Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Tandem technical support assisted customer with resetting the pump. Customer resumed pump therapy. Customer's blood glucose was 300 mg/dl.